Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that the system was in clinical use at the time of the event. The procedure was aborted. No patient harm or injury was reported to philips. A philips field service engineer (fse) and confirmed the reported issue. Troubleshooting and review of the system logs found an anode drive unit (adu) error. The fse found that the system could boot up but, when checking for an adu coil color anomaly, noted a burning smell. The fse replaced the adu certeray. The adu certeray was returned for analysis. Part analysis identified a light change in the color of the coil, but this change was considered normal after 9 years of usage. No burning or smell was detected from the adu after the adu certeray was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.